Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient (age and gender unknown) using internal electrodes with the device, but the device did not discharge. The clinicians then obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.